Event description:
Breakage of the abutment in the implant. No information about the removal of the tip. Fracture.

Event description:
Breakage of the abutment in the implant. No information about the removal of the tip. Fracture.